Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Additionally, the customer had been using the same cartridge and infusion set for over 3 days. The customer was educated that the cartridge is only labelled for use for up to 72 hours. Customer changed cartridge and infusion set to address the issue.